Event description:
It was reported to boston scientific corp that an interject injection therapy needle catheter was used during an egd (esophagogastroduodenoscopy) with steroid injection procedure performed in 2009. According to the complainant, during the procedure, solution failed to pass from the needle tip to injection site after being primed and inserted. The procedure was completed with another interject injection therapy needle catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.